Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were inspected. The device data showed the bos battery status. The documented battery voltage of 3.10 v indicates a fully charged battery, which is consistent with the battery status bos. The current consumption of the device was normal and as expected. Based on the data available for analysis no conclusion can be drawn regarding the root cause of the clinical observation. However, communication disturbances during device interrogation, which may have resulted in an incomplete interrogation of the battery parameters, cannot be excluded. Analysis of the available device data revealed no indication of a device malfunction.

Event description:
It was reported that this device was in eos during interrogation. After several attempts to interrogate the device, the device fully presented with full interrogation and eos status was no longer present. Device seems to be functioning normally. No adverse patient events were reported. Should additional information become available, this file will be updated.